Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. Previously, the pulse generator was interrogated and exhibited false elective replacement indicator message. It was stated that the patient underwent a mammogram that day. Today, the message was cleared. The patient would continue to be monitored.